Event description:
It was reported in literature that device interrogation revealed myopotential, and post paced t wave oversensing, fracture, inappropriate shock, and externalized conductors on the right ventricular (rv) lead. Patient conditions ranging from death, cardiac perforation, valvular regurgitation, cardiac tamponade and embolism were noted.

Manufacturer narrative:
Correction: the following statement should have been included in "h11 - provide narrative/data" of 2017865-2025-1002492 submitted on 21 oct 2025: "upon review, the right ventricular lead in 2017865-2025-1002492 submitted on 10 oct 2025 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event. Additionally, there is no indication that the device was manufactured by st. Jude medical."